Event description:
It was reported the patient received the following results within 15 minutes: 1.1 mmol/l and 30.5 mmol/l while experiencing symptoms of hyperglycemia. The symptoms were not specified.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.